Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The perimeter of the opening was damaged. The threads inside the battery chamber were damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The cap that was returned with the pump for investigation was not able to be tightened to the pump. A test battery cap was able to fully tighten until the yellow o-ring was seated and the cap was flush with the pump case. With the test cap in place, there were no power reboots during the investigation. The test cap was able to be removed from the pump without issue. The display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible. The bolus button cover and plug were noted to be detached from the pump with the internal contact exposed. There was visible debris on the internal components of the bolus button.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: audio bolus button damage and defective display.